Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the low alert alarm did not sound. It was reported that the patient had an urgent low event while sleeping. The patient stated that the audio alert did not go off. The patient received a phone call from her follower regarding the urgent low as it did not go up after a few intervals. The patient drank some juice to get their low back up after receiving the phone call. At the time of contact, the patient was in good condition. Additional event or patient information is not available. Data was provided for evaluation. The reported event could not be confirmed via log review. It was observed that the patient received all alerts per the alert settings set by the patient. A root cause could not be determined.